Event description:
Fall of resident while being moved from a wheel chair to a bed side commode with an invacare reliant rps 350. Laceration on back of head. The lift sling was placed around the resident and the sling loops were put over the lift arm mushroom shaped holders on the life arms. Staff report checking that the sling loops were in proper placement. The lift was raised and the resident was in standing position. A popping noise was heard and the sling loop came off the left arm of the lift. The resident fell to the floor hitting head, laceration about 1 inch. A complete body assessment was completed. The resident also had a bruise on the left thumb and base of index finger. Extremities had normal movement for this resident. Neuro checks were initiated and followed for 72 hours and were within normal limits.